Event description:
During a low anterior resection procedure, the staple line on the concave side of the device did not form properly. The physician had to close the bowel via suture. There was no pt consequence.